Manufacturer narrative:
(B)(4). Approximate age of device: 47 days. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. The patient called the vad team on (B)(6) 2015 with reports of elevated estimated pump flows and pump powers. The patient exchanged both system controllers after the elevated parameters persisted for one day. Elevated lactate dehydrogenase (ldh) was also noted and the patient was admitted on (B)(6) 2015 due to signs of suspected thrombus. The patient's anticoagulation regimen at the time of the event consisted of aspirin and warfarin. The patient reported generally feeling well, but clinically, the patient appeared to continue to deteriorate. The patient underwent a pump exchange to another manufacturer's left ventricular assist device on (B)(6) 2015 and a right sided extracorporeal circulatory support system was also placed. The patient expired on (B)(6) 2015 due to multisystem organ failure.

Manufacturer narrative:
The explanted device was returned for evaluation. The report of power elevations and suspected thrombus was confirmed based on the evaluation of the lvad pump. Examination of the sealed inflow conduit revealed a non-laminated deposition situated on the textured blood-contacting surface of the inlet elbow. Although a specific cause for its development could not be conclusively determined, the structure of the deposition suggests that it did not develop in this area. A specific origin of the deposition could not be conclusively determined through the evaluation. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event. (B)(4)